Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event month and day unknown. Only year (2017) is known. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, there was incomplete formation. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56h3x. Device evaluation: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.